Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient line broke on the device and disconnected from the patient. As a result, the patient got air in their head. A replacement was given to the site.